Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2013 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 3 days prior to contacting lfs and 11pm, she obtained a reading of ¿416mg/dl¿. The patient reported using no medications to manage her diabetes. The patient reported she did not make any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at the same time she felt ¿sweaty and shaky.¿ the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and her test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.